Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, opening, red particles. Leak test was performed and found opening on device. A microscopic analysis was performed which identify opening striated in the posterior consist with use of a surgical tool and crease sharp in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior due to surgical damage and a crease sharp opening on posterior due to a fold flaw opening. Reason for reoperation: deflation.

Event description:
Health professional reported deflation. The device was explanted. This record is for the left side.